Manufacturer narrative:
(B)(4). The reported event was confirmed through examination of a returned product sample. The customer provided a catheter with the distal extension line separated from the luer hub as well as cut 3.7 cm from the juncture hub creating three separate pieces; a hub, a portion of extension line, and the rest of the catheter. The piece of extension line was also knotted which was done during use to prevent air from entering the bloodstream. The proximal end of the tubing was jagged and rough, indicating that it was torn. Microscopic examination revealed that a portion of the extension line tubing was present inside the luer hub and a cross section revealed that it was fully inserted confirming that it was at one time securely connected. A device history record review was performed with no relevant findings. The provided instructions include precautions and warnings for the handling of the catheter. Based on the appearance of the extension line and hub and that the catheter was in use at the time of separation, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed based on sales history and did not reveal any manufacturing related issues. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use in the ICU, the brown hub separated from the extension line. It was noted that the doctor made a "node" with the extension line to avoid the blood having contact with air. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.